Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-23 (B)(4) and update (hcp, rep): information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal 500mcg/ml at 50 mcg with an implantable pump. It was reported that the spinal portion of the catheter was kinked when opened for the first time. There were no factors that may have led or contributed to the issue and no diagnostics/troubleshooting was performed. Actions/interventions taken included the physician asking to open a new catheter to implant. The issue was resolved at the time of the report.